Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The incident lf1637 handpiece was not returned for evaluation.

Event description:
The customer reported that during a hiatal hernia repair and laparoscopic sleeve gastrectomy, an ft10 generator and a ligasure blunt tip lf1637 were being used. The hiatal hernia repair was performed and the surgeon was then moving on to the sleeve gastrectomy. The surgeon reported that the patient had bleeding occur after sealing across a 2-3mm vessel, so a stitch was put in to stop the bleeding and the surgeon decided not to perform the lap sleeve gastrectomy due to an increased risk of sleeve leaks when substantial bleeding has occurred. The operative time and blood loss was not greatly increased as the stitch was put in immediately in order to control the blood flow. Patient status is fine. A 200mls of blood loss and no transfusion was needed. The patient had no comorbidities and was not on any medications that would have contributed to the reported event.

Manufacturer narrative:
One used valleylab ft10 generator was received, and examination of the sample could not confirm the reported issue. The condition of the unit did not allow adequate testing of the unit to confirm the issue. The investigation found that when the generator was initially powered up the screen was frozen. The investigation could not determine a root cause or a probable root cause for the customer¿s report based on the information provided. If information is provided in the future, a supplemental report will be issued.